Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were multiple cs 128 alarms observed. The secondary error code 00e4 was defined as a post-delivery motor power supply fault. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly and all currents readings were within specification. The "short battery life" was unable to be duplicated. The pump's cover was removed and there was moisture corrosion found to the cgm model and the printed circuit board.